Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had a cooling issue, chiller temperature was at 35 degree. User stated that the device was coming in for assessment. Per sample evaluation results received on 24jun2022, it was noted that the ac cca card and power module had degraded due to electrical overstress.

Event description:
It was reported that the arctic sun device had a cooling issue, chiller temperature was at 35 degree. User stated that the device was coming in for assessment . Per sample evaluation results received on 24jun2022, it was noted that the ac cca card and power module had degraded due to electrical overstress.

Manufacturer narrative:
The reported issue was confirmed. Root cause was concluded as: o inadequate verification and validation activities of the crimping process o single pull test did not provide stability of process o evidence was not provided when requested for maintenance of records or crimp tools o no crimp cross-sections provided a device history record review was not required. Labeling review was not required because labeling could not have prevented this issue. The actual/suspected device was inspected.